Event description:
It was stated that the pump was displaying error message 42224. There was no reported patient involvement.

Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Investigation is still in progress.

Manufacturer narrative:
The suspected device was returned for evaluation. The event history log (ehl) was reviewed and there were no errors related to the customer complaint. The device was visually inspected. A functional test was performed and the reported issue was confirmed. The cause of the reported issue was due to the mainboard. As a result, the mainboard was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.